Event description:
It was reported that the ventilator alarmed for low air pressure and o2 pressure. The air gas module was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for on/off switch error, low air pressure and low o2 pressure. The ventilator was investigated on site by our field service engineer and found the air gas module was defective. The air gas module was replaced. In addition, it was found that the batteries were also defective and had to be replaced, as well as the expiratory cassette due to a technical error. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.